Event description:
An iliac stent graft was being done in radiology. The artery ruptured. The valve in the sheath had clamped down on the stent and the physician was unable to advance the stent any further. The pt was taken to surgery. A cut down was performed and it was noted the valve was off the sheath and clamped around the stent in the artery.